Event description:
It was reported that pt underwent an emergency explant due to infection. A trial catheter was implanted and externalized to a pca pump. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.